Event description:
Report received of a pump that was "sparking". The pump was on a pt when the pt was being transported from one area of the hosp to another. It was reported that "sparks came from the pump like static sparks". According to the customer contact, there was no reported adverse pt/staff event or harm, and the pump was removed from service. Although the pump was taken off the pt, it was never isolated, and was "placed in pt equipment just for repair". It is believed that the pump was "sent in for repair", but since the pump was never isolated, it is not known what the serial number is. This incident was not attached to the pump when it was sent in.